Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted stryker to report that their device's on/off button was not working. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.

Event description:
The distributor contacted stryker to report that their device's on/off button was not working. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker verified the reported issue through a video provided by the customer. The customer received a replacement device to resolve the issue. The device was not returned for evaluation. The cause of the reported issue could not be determined.